Manufacturer narrative:
E1 initial reporter city : (B)(6). Device returned to manufacturer: the synergy xd stent delivery system was returned and examined. A visual examination of the stent found stent damage at the proximal end of the stent, stent struts lifted from the crimped position. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device was able to be tracked without issues on a 0.014 test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on a lesion in the right coronary artery. Pre-dilation was performed. A 3.00 x 24mm synergy xd drug-eluting stent was inserted but failed to cross the lesion. The device was used along with the guideliner, but it was still unable to cross the lesion inside the guideliner. When the stent was removed outside the body, the stent was found to be lifted. The procedure was successfully completed with a non-boston scientific device without issue or patient injury.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on a lesion in the right coronary artery. Pre-dilation was performed. A 3.00 x 24mm synergy xd drug-eluting stent was inserted but failed to cross the lesion. The device was used along with the guideliner, but it was still unable to cross the lesion inside the guideliner. When the stent was removed outside the body, the stent was found to be lifted. The procedure was successfully completed with a non-boston scientific device without issue or patient injury.